Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received critical pump error and had red x with picture of insulin pump. Customer¿s blood glucose was 300mg/dl. Customer stated that insulin pump alarmed for insulin flow block alarm before open book image displayed on screen. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.